Event description:
It was reported that during a procedure the tip of the product broke while using in a pt. No injuries to the pt was reported.

Manufacturer narrative:
Visual inspection confirmed the complaint - the hub is fractured. The fracture occurred at the thin to thick transition feature of the hub, fracture site is under the heat shrink. When the two parts were placed back together all parts were accounted for. Failure such as these have been attributed to excessive force or torque being applied to the device beyond its design intent. We will continue to monitor the date base for further occurrences.